Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that the guidewire stuck in lead and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt after multiple placement attempts the stylet got stuck and there was blood in the lumen. Unsuccessful attempts were made with three additional leads. The first was opened and not used because it was "contaminated on field". The second was not implanted due to patient anatomy, and the third was an inappropriate length. An epicardial left ventricular lead was implanted. No patient complications were reported as a result of this event.